Manufacturer narrative:
Technician found the head up was not working due to stuck head up valve. Replaced the head up valve to resolve this issue. Bed located in bed shop.

Event description:
Information received that the head up was not working with buttons or manually. No injury reported.